Event description:
Pump was returned for service with report that it was "infusing too high". Further info received from the facility revealed that the pump failed an accuracy test during routine preventive maintenance in the biomed shop, there was no pt involved and were no reports of pt injury or medical intervention related to this device. The pump was reportedly set to a rate of 500ml/hr and was set to deliver 45ml. The measured output of the pump after this testing was reported to be 48ml.